Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has experienced urinary incontinence. The patient will seek for advice with his urologist on how to proceed with the situation. There were no additional patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.